Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap and septum for anomalies and none were found. Occlusion test was completed as follows: the reservoir was filled with diluent, and connected to a new infusion set, installed reservoir and connector into the insulin pump and performed manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime. The blood glucose reading was unknown. The customer stated that he had issues with priming the tubing and received the alarm. He reported that he tried another infusion set, got up to 3.0 units of insulin before it alarmed. He stated that he experienced low blood glucose levels due to taking too much insulin. Upon troubleshooting, he advised that a reservoir change resolve the issue. He was advised to monitor the device and blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.